Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion location and lesion characteristics are unknown. The physician inflated the 8mm x 4.5mm quantum maverick balloon twice. During the second inflation the balloon was inflated 'under the rated burst pressure' and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.